Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and while inserting the iab into the sheath, the iab became stuck. As a result the iab was removed. The customer stated that "even though the iab was prepped per the product's instruction for use it still stuck in the sheath." The md removed the iab and sheath and inserted another iab with success. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.